Event description:
During a review of the diagnostic history of a pt's generator, it was noticed that there was a high impedance event. It is unclear what caused the high lead impedance event. Good faith attempts to obtain additional info have been unsuccessful to date. Info available indicates that the lead was replaced.

Manufacturer narrative:
Device malfunction is suspected, but did not cause contribute to death or serious injury.